Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 20mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the device was unable to cross the lesion and the struts were damaged. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 90% stenosed, severely tortuous and moderately calcified. The lesion was pre-dilated with a 2.0x20 emerge balloon catheter.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 20mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the device was unable to cross the lesion and the struts were damaged. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.